Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that the controller of the unit had burned during the pre-use warmup. The biomed further clarified that smoke was billowing out of the unit, but no evacuation was required. There was no report of visible flames, but the soot trails indicate a fire. There was no injury reported in association with this event.

Manufacturer narrative:
The controller was requested for investigation and was evaluated by this investigator. The controller s/n: (B)(4) was received covered in soot and dust. The controller was disassembled and the k4 solid state relay on the pcb2 power board was shorted and heat stressed. The pcb2 power board traces were damaged in the location of the k4 solid state relay. Root cause was identified as a shorted k4 solid state relay on the pcb2 power board (8130870-rev.17, sw0706). The pcb2 power board was made in february of 2006. The board was noted as 16 years old. The resuscitaire service test instructions, maintenance interval overview section shows the pcb2 power board requires replacement every 6 years. To repair the device, the controller will need to be replaced. The complainant was provided this information.

Event description:
It was reported that the controller of the unit had burned during the pre-use warmup. The biomed further clarified that smoke was billowing out of the unit, but no evacuation was required. There was no report of visible flames, but the soot trails indicate a fire. There was no injury reported in association with this event.